Manufacturer narrative:
(B)(4). D10: medical products: item#:115310, comp rvrs shldr glnsp std 36mm; lot#: 65962025. Item#: 110031402, mini standard thickness +3mm taper offset 40mm diameter humeral tray; lot#: 66259392 . G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was requested from the hospital but not returned due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) year and one (1) and a half months ago. Subsequently, the patient underwent a revision surgery approximately a month and a half ago due to the implants disassociating. It is not known what caused the implants to disassociate.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: d5; h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.